Event description:
The ICD was returned and tested out out of specification during MFR's analysis. It was later reported that the pt felt muscle stimulation in the pocket. A save-to-disk file was obtained and revealed oversensing. The lead was replaced. No pt complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: pfl300400h, battery - high impedance. Tal100253r, the actual device was not received for eval. We did receive performance data collected from the device. Analysis of the data revealed oversensing.